Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0604 showed 22 other similar product complaint(s) from this lot number.

Event description:
It was reported that the oversleeve portion was unable to pass through the catheter. No ¿click¿ was heard when the oversleeve portion was being attached. It was not clear whether it was attached properly.